Event description:
It was reported that the scale was showing an error code (possible inaccurate scale) due to a malfunctioning scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.